Event description:
New information noted that the patient presented in clinic on (B)(6) 2016 for follow-up. Upon interrogation, it was noted that the atrial lead continued to exhibit noise. No intervention was performed. The physician elected to monitor the patient more frequently.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital for routine follow-up. Upon device interrogation, multiple episodes of auto mode switch due to noise on the right atrial lead were observed. There were no complications for the patient. The physician elected to take no action at this time and would continue to monitor the patient.